Event description:
On (B)(6) 2021, the patient underwent an endovascular treatment of an abdominal aortic aneurysm and the left common iliac artery aneurysm using gore® excluder® aaa endoprostheses. A contralateral leg in the right limb was implanted in the right common iliac artery. Two contralateral legs in the left limb were implanted to the left external iliac artery. On an unknown date, a follow-up exam revealed that the right common iliac artery was enlarged. It was considered a risk of a distal type I endoleak occurred due to this enlargement of the right common iliac artery. On (B)(6) 2023, a reintervention was performed. An angiography only revealed a minor type ii endoleak, and no obvious distal and proximal type I endoleak were observed. The right internal iliac artery was embolized as planned. A proximal type I endoleak was not observed but the patient proximal neck was tortuous, so an aorta extender (gore® excluder® conformable aaa endoprosthesis) was implanted in a preventive way. When the aorta extender was implanted, a part of the distal end of the aorta extender was just located into the origin of the contralateral leg a bit, it means no actual obstruction occurred, and the blood flow had no issue. The ballooning to contralateral side was performed as a precaution. The blood flow was secured. Then, the contralateral leg endoprosthesis was implanted to extend the initial right leg to the right external iliac artery. The patient tolerated the procedure.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.